Event description:
Retained right femoral arterial percutaneous closure device s/p emergency right groin exploration with removal of retained closure device and primary arterial repair (B)(6) 2020. Ultimately the device was in a good location on the anterior wall of the common femoral artery. The foot plate appeared to be retained with the device emanating through the arteriotomy. FDA safety report ID# (B)(4).